Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing. The ra lead was reprogrammed, which precipitated far field r-wave (ffrw) over-sensing. The ra lead was again reprogrammed to resolve the ffrw over-sensing and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.